Manufacturer narrative:
No device received, therefore no investigation possible.due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Based on the current information and without a product for investigation, a clear conclusion can not be drawn. According to the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a elan 4 2-ring disp.craniotom cutter . According to the complaint description the device did not cut during surgery. The drill would stop cutting the bone flap when the surgeon was turning the drill to make the circle in the patient's skull. The drill would reportedly bind against itself and just spin the drill in the surgeons hand, unable to cut as expected. It was additionally reported that the surgeon, when he realized how the device was functioning adjusted his cutting technique to ensure the device did not get caught up, and continued cutting as expected. There were no surgical delays and no additional medical intervention required to complete the procedure. There was no patient harm. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: gb947r, elan 4 turnable duraguard standard, batch: unknown.